Event description:
It was later reported that, per the hcp, the patient had a small bowel obstruction that was unrelated to the pump.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the patient had been in the hospital since (B)(6) 2013 due to constipation. The patient also felt weak because she ¿feels sick¿. The healthcare provider (hcp) confirmed the empty reservoir alarm date. The device system delivered hydromorphone and bupivacaine. Additional information has been requested but was not available at the time of this report.